Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the anchor site. The patient underwent a procedure wherein the casing of the anchor was removed. The explanted device was discarded by the medical facility and will not be returned.